Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure of the popliteal and distal superficial femoral (sfa) arteries, the vessel was predilatated to about 5 mm using a 5 mm non-abbott balloon dilatation catheter (bdc) at 8 atmosphere (atm). The 4.5 x 80 mm supera stent was delivered to the popliteal with a good result. A second 4.5 x 80 mm supera stent was advanced to the proximal sfa and although appeared a little compressed was delivered to the target lesion. It was confirmed visually that the stent was released prior to the thumblock being retracted back and locked. The stent delivery system (sds) was being removed when it was noted that the stent implant was being pulled about 60 mm into the distal aspex of the common femoral artery before it released from the sds and remained in the vessel. A 4.5 x 60 mm supera stent was used overlapping to cover the 60 mm area, however, a flow-limiting dissection of the sfa was noted. The 0.014 command guide wire was removed and exchanged for a 0.035 unspecified guide wire and a 5 x 100 mm non-abbott bdc was used to post dilate all of the stents and the dissection with improved result. A 4.5 x 120 mm supera stent was delivered proximal to the first stent, however, again the stent was migrated when the sds was being removed after being released and about 80 mm of the lesion was uncovered. A 5.5 x 60 mm supera stent was used to cover the lesion and overlap the previous stents. There was reported good flow and the dissection had been stented. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The job traveler for this product could not be reviewed and a similar incident query and historical data review could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide wire: 0.014 command; 0.035. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other 2 superas are being filed under separate manufacturing report numbers.